Manufacturer narrative:
This device in this report is product code: bsr, device class: 1, regulation number: 868.5790 (510k exempt). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit was having a labeling issue. It was incorrect. The issue was detected in the distribution center, therefore, there was no patient involved in this event. The customer discarded the product.